Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the stapler cut but failed to fire staples. No additional information is known at this time. It is unknown how the procedure was completed. Patient consequence is unknown at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a colorectal and low anterior resection (lar) procedure, the stapler cut but failed to fire staplers. Anastomosis was subsequently comprised and leaked. The surgeon had to suture to secure anastomosis.